Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the surgeon did a battery replacement and replaced both the battery and the pocket adapter (the previous device). The high impedances didn't change. The issue was unresolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.